Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 16-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction code. Connection/adhesive issues- accidental - not infusion set related it has been determined the complaint does not allege a product malfunction has occurred as the product was not being used as intended according to IFU. Therefore, no further investigation is required. Conclusion of complaint investigation: lot no. 6003107 was provided, however, as no product malfunction was alleged while the product was used as intended: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leakage event on 23-feb-2024. The patient stated that the leak occurred at the infusion set site after approximately three days of use. The patient also reported that there had been stress or pull on the tubing prior to the leak. No further information available.